Event description:
Procedure laparoscopic completion colectomy with ileal proctostomy. According to the reporter: when the stapler was fired, it was not a very resounding crunch noise. Some difficulty in cutting the tissue off of the stapler as if it were not fully secured in the jaws. Upon cutting off the tissue and looking, it became apparent that the pin had not set down when the stapler had been loaded and the jaws of the stapler were clearly skewed. Unformed staples were seen in the field. Rectum was still open and there was some contamination of the pelvis with stool. A second stapling with another ta 60 was done. Current patient status: well and no further complication reported.